Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
Material no.: 303345, batch no.: unknown. It was reported that before use of the bd¿ blunt plastic cannula vials could not be perforated correctly. It was clarified that the tip of the syringe is too short to penetrate the stopcock compared to another company's product. The following information was provided by the initial reporter: the issue is not about the packaging but the tip of the syringe is too short so that it does not perforate the stopcock during procedure.